Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen 2,000.0 mcg/ml; 142.1 mcg/day via an implantable pump. Indication for use was spinal cord injury/spinal cord disease and intractable spasticity. The date of the event was (B)(6) 2018. The date of the event was also indicated as (B)(6) 2018. It was unclear as reported what the date of event was. It was reported the pump had a critical alarm: motor stall (B)(6) 2018 at 1:47 pm and motor stall recovery (B)(6) 2018 2:48 pm. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly, corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.